Event description:
Per patient and husband's report, the patient was resting in hill-rom advanta 2 bed and head of bed spontaneously dropped from approx 45 degrees down to 20 degrees. Patient and husband were very startled. FDA safety report ID# (B)(4).